Event description:
It was reported that during an unrelated procedure, the right ventricular lead had high capture threshold. The lead was explanted and replaced. The patient was stable post-procedure.

Manufacturer narrative:
A complete lead was returned in one piece. The damage found was sustained during the surgical procedure. Analysis was normal. No anomalies were found.